Event description:
User noticed a leak coming from the analyzer and is puddling on the floor into the walkway. User states he cleaned the leak up, but is not able to locate the source of the leak. No one has slipped or was hurt, and no patients affected.

Manufacturer narrative:
The field service rep determined the cause to be a water pump failure, and replaced the water pump. He performed mechanical checks and ran controls to verify analyzer performance.